Manufacturer narrative:
Medwatch submitted on: 03/09/2016. Device labeling addresses:. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has ben identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Company representative reported removal of an "allergan textured round implant," side unknown, due to "alcl." Follow-up with health professional confirmed a right side alcl diagnosis, "stains for cd30... Are strongly positive within abnormal cells, while stain for alk is negative." Additional information noted, "the patient recently had some changes in the appearance and contour of the breast area...is planning to under MRI for evaluation of [the patient's] rather cystic breast disease." "[Patient] has an encapsulated implant on the right side which is higher than the contralateral left side and appears to a bit more anterior." Operative report stated, "there was significant adhesion to the chest wall." There was presence of capsular contracture, baker grade not specified. Treatment included removal of implant and capsule.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
Medwatch submitted on: 03/29/2016. Device history record summary: "no deviations, errors, omissions or non-conformances were identified that may be associated with the reported device event. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. There is enough evidence to support that devices were assembled in accordance with allergan medical procedures and specifications."

Event description:
Company representative reported removal of an "allergan textured round implant," side unknown, due to "alcl." Follow-up with health professional confirmed a right side alcl diagnosis, "stains for cd30... Are strongly positive within abnormal cells, while stain for alk is negative." Additional information noted, "the patient recently had some changes in the appearance and contour of the breast area... Is planning to under MRI for evaluation of [the patient's] rather cystic breast disease." "[Patient] has an encapsulated implant on the right side which is higher than the contralateral left side and appears to a bit more anterior." Operative report stated, "there was significant adhesion to the chest wall." Here was presence of capsular contracture, baker grade not specified. Treatment included removal of implant and capsule.